Manufacturer narrative:
Nuvasive reference (B)(4). The initial report indicated the issue occurred in the post-operative setting. The surgeon later reported that the event occurred during the surgery after a secondary radiographic review was performed. The assembly separation was readily visible in the film. It is unclear if intra-operative films were reviewed to ensure the integrity of the construct prior to closure of the operative site. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Surgeon reported that approximately two weeks following surgery that a screw assembly had separated. The surgery occurred approximately (B)(6) 2012. There was no injury, the patient was asymptomatic and no revision surgery has occurred to date.